Manufacturer narrative:
It was reported that when stent implantation, perforation was suspected but it could not confirmed obviously. Few weeks later, patient died from myocardial infarction. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. But it is impossible to return suspected device because it was inside patient's body and the patient was death. Perforation can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. According to physician's comment, there might have been micro perforation at preoperative state. So, it seems that cause of perforation was not device malfunction. So, it is considered that the patient died due to micro perforation prior to surgery and patient's other complications. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2016: cdt1816 was applied to a patient with malignant sigmoid colon cancer and ileus for gastric decompression. Result of abdominal CT scan and abdominal radiography prior to procedure admitted free air, mediastinal emphysema, obvious niveau formation. Gastrointestinal perforation was suspected, but there was not obvious perforated site on the target lesion, sigmoid colon as well as upper gastrointestinal tract. On (B)(6) 2016: before dawn after defecation, patient developed shock symptom and visited hospital. Emergency operation took place, small intestine about 40-50 cm near the end of ileum was excised. Also, colostomy with double orifices was created on the right lower quadrant of abdomen. Postoperative course: obvious metabolic acidosis as well as hyperkalaemia was admitted. Right after the operation, patient had received chdf to prevent dic. No recovery on state of consciousness, anuria continued. Later head computerized tomography admitted multiple cerebral infarction. Also not unknown in details, but cardio-respiratory arrest was confirmed once during postoperative course. On (B)(6) 2016: patient later developed both cerebral infarction and myocardial infarction. Died from myocardial infarction on that day. Results of autopsy: odour as well as cloudy ascites was admitted when opened abdomen. Wide range of necrosis was admitted on both small intestine and colon. Findings related to myocardial infarction was also observed. Physician's comment: from the fact that crp marked high (16.26 mg/dl), results of abdominal CT scan and abdominal radiography suggest there might have been micro perforation at preoperative state. This patient did not undergo any chemotherapy and/or radiotherapy.